Manufacturer narrative:
Multiple unsuccessful attempts were made to gather additional information regarding the reason for the valve in valve procedure that was performed approximately 6 months post implantation. Patient medical records and procedure op notes (implant and most recent echo) were not provided by the hospital for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. A DHR review was performed on the relevant assembly and packaging routers. The review did not reveal any issues that may have contributed to the complaint event. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for the patient requiring a valve in valve is not available at this time. There is insufficient information to determine if the event is related to a device malfunction. Due to insufficient information provided, a root cause cannot be confirmed. It is possible that patient factors and co-morbidities may be contributing to the patient¿s planned valve in valve procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, approximately 6 months post successful tf tavr the decision was made to implant a new 26mm sapien 3 valve (sn (B)(4)) within the pre-existing 26mm sapien 3 valve (sn (B)(4)). Additional information has been requested.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.